Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up arrow keypad button was intermittently unresponsive. It was reported that the keypad was peeling and there was no evidence of moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/14/2014 with the following findings: the keypad was found to be missing. Evaluation revealed that the up keypad button was intermittently responsive. There was evidence of keypad contamination found under the up and ok key contacts. The up key contact was inverted. The contrast key contact was missing. No evidence of moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.